Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned a follow-up will be filed as needed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a biopsy procedure the "clip did not come out during the procedure." No injury or misdiagnosis reported. A second device was used and a site marker was successfully placed.